Event description:
On (B)(6) 2021 - customer reported that a capsule had been retained for more than 7 days. 4/7/2024 - kub confirmed that the capsule was still inside the patient's body. Frm-0089a capsule incident questionnaire was sent to the physician for more information regarding the retention. Based on the information provided, the patient has a pre-existing condition, crohn's disease, which may have caused or contributed to the capsule retention and the excretion was during colonoscopy.

Manufacturer narrative:
On (B)(6) 2021 - customer reported that a capsule had been retained for more than 7 days. 4/7/2024 - kub confirmed that the capsule was still inside the patient's body. Frm-0089a capsule incident questionnaire was sent to the physician for more information regarding the retention. Based on the information provided, the patient has a pre-existing condition, crohn's disease, which may have caused or contributed to the capsule retention and the excretion was during colonoscopy.